Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). Three (3) pictures of an extension set and a caresite valve in unopened packaging was returned in connection with this complaint. No samples were provided. Based on the photo evaluation results, no defects were noted during visual inspection. The reported defect could not be confirmed without the actual sample. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The defective device involved is not available for evaluation. Photos were provided for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: end user stated that the connector is cracking when the luer cap is attached causing chemotherapy to leak out. No injury reported.